Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including. Bench handling, impedance, and defibrillation cycle testing, using battery only, ac only, and battery and ac power, without duplicating the report. An internal inspection resulted in no findings. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device's display blanked out after successfully discharging on previous attempts.  Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.